Event description:
It was reported that the surgeon revised a cup tritanium with another tritanium (mdm liner) cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
It was reported that the surgeon revised a cup tritanium with another tritanium (mdm liner) cup.

Manufacturer narrative:
The event was not confirmed as reported device was not returned for evaluation and insufficient patient medical records were provided for review. DHR indicates all devices were manufactured and shipped with no reported discrepancies. Chr indicates there are no similar reported events for the provided lot ID. The exact root cause of this event could not be determined due to insufficient information provided.